Event description:
Reference importer # (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) ( the importer). (B)(4). In a follow up with the facility, the reporter stated that there were no adverse reactions due to the needle stick. She confirmed that the sample was disposed of and that the specific catalog number or lot number is not known. The needle stick occurred when the nurse was disposing of the needle. Without the actual sample, catalog item or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun (B)(4). If additional pertinent information becomes available, a follow up report will be filed.